Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects inside the water and air channel. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blackout image was a faulty video connector board. The most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an image blackout. The issue occurred during a therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.